Event description:
Customer reported device = 215 mg/dl. Paramedics were called around 7 pm and their device = 20 mg/dl. Medics retested and device = 125 mg/dl. Cusotmer was given a saline IV, 1 tube of glucose, a peanut butter/jelly sandwhich, and a glass of milk. No controls used. A request was made for return product and replacement product was sent.